Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint, there was a scope communication error. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device had a communication error. The reported problem was confirmed by the repair department. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
Additional information was received from the customer.

Event description:
Additional information received from customer: the phenomenon was identified during pre-inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.